Manufacturer narrative:
Visual evaluation revealed the guide catheter was fully retracted from the push catheter. The guide catheter was found to be stretched and kinked. The guide catheter was also found to have two suture impressions near the distal end. The impressions were found at 6.5 and 8.5 centimeters from the distal end of the guide catheter. The push catheter was found to be bent near the distal end. The suture hole of the push catheter was found to be torn slightly in the distal direction. It appears that due to the way the device was inserted into the scope or how the device was placed into the patient caused the delivery system to become damaged. The damage to the delivery system caused the guide and push catheters to bind against each other which caused resistance when an attempt was made to deploy the stent resulting in the guide catheter stretching. The resistance and the guide catheter stretching also most likely did not allow the stent to deploy. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2010-00064 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent system was used to facilitate biliary drainage of a patient (patient age, sex, and weight are unknown) during the attempt to deploy the stent, the catheter became stretched and the stent was unable to be deployed. A second flexima biliary stent system was selected; however, during deployment, the catheter became stretched and the stent was also unable to be deployed. The procedure was completed with a third flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
Note: this report is being filed for the first of two complaints that occurred during the same procedure. Refer to MFR number 3005099803-2010-00064 for the associated device info. It was reported to boston scientific corp that a flexima biliary stent sys was used to facilitate biliary drainage of a pt. During the attempt to deploy the stent, the catheter became stretched and the stent was unable to be deployed. A second flexima biliary stent system was selected however, during deployment, the catheter became stretched and the stent was also unable to be deployed. The procedure was completed with a third flexima biliary stent sys. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. (B) (4).